Event description:
It was reported that the device had high battery voltage; about 2 times normal for the device. The device was returned for analysis and was not used in a patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary - the device was returned and analyzed. Analysis revealed that the hybrid failure disappeared during analysis. (B)(4).